Manufacturer narrative:
Upon evaluating the patient's software flag files, it was discovered that an appropriate treatment was delivered. The monitor reset after the treatment was delivered, and the treatment was not recorded in the software flags. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the defective monitor.

Event description:
During investigation into a non-reportable device issue, a reportable malfunction was found in the patient's download data. The patient's flag files indicate that the monitor reset after delivering an appropriate treatment.